Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022, the date bsc was made aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc mesh was implanted into the patient during a procedure. As reported by the patient's attorney, the patient experienced an unknown injury.